Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Patient weight not available from the site. A medtronic representative went to the site to test the equipment. The medtronic representative reported that the brightness setting on the image was set to 100% rather than the 50% default setting for the imaging system. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.

Event description:
A medtronic representative reported that, when taking a lateral image in a spinal fusion, the image appeared completely white. The reported issue occurred when preparing to take a 3d spin. The site then elected to continue the procedure with a c-arm rather than medtronic imaging and navigation. Once the imaging system was removed from the operating room (or), they restarted the imaging system and were able to take normal 2d images. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.